Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment threads) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was able to maintain an electrical connection with the pump. The returned battery cap was intact; no damage was observed. The pump was exercised for 24 hours with no power reboots occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.